Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the problem was caused by a temporary hardware problem. Troubleshooting by the service technician on site revealed that one pin of the monitor's pluggable power supply was slightly bent and had insufficient electrical contact. As a result, the system experienced temporary image failure. The technician was able to re-establish contact during his on-site visit and the error has not been reported again. It was not necessary to replace any parts. A possible general error which would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the cios alpha system. During a procedure, the user reported that no image was displayed on the live monitor. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.